Event description:
A serious safety concern has been identified during the preliminary primary data analysis from the (B)(4) clinical trial. This trial investigated the effect of adaptive servo-ventilation (asv) therapy on the hospitalization and mortality rate of pts with symptomatic, chronic heart failure (nyha 2-4) with symptomatic, chronic heart failure (nyha 2-4) with reduced left ventricular ejection fraction (lvef less than or equal to 45%) and moderate to severe predominant central sleep apnea. The identified safety concern is a significant increase in the risk of cardiovascular death in pts with symptomatic, chronic heart failure (nyha 2-4) with reduced left ventricular ejection fraction (lvef less than or equal to 45%) and moderate to severe predominant central sleep apnea being treated with adaptive servo-ventilation. MFR ref # 3004604967-2015-00176.